Event description:
It was reported that white particles were floating in a small volume intermate. The particulate matter was identified during a routine inspection after it was compounded with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured between november 11, 2014 ¿ november 13, 2014. The device was received for evaluation. Visual inspection revealed a white particle approximately 2.65 millimeters in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.